Event description:
The manufacturer received information alleging a display issue occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices powered on but failed to display. In conclusion, the device's system board was replaced to address the issue. The root cause is confirmed at this time.